Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had a possible fracture as high pacing impedance and oversensing were observed. Reprogramming was performed to turn detections off. The lead remains implanted and the patient will continue to be monitored. No patient complications have been reported as a result of this event.